Event description:
Smiths medical international ltd has been notified via reporter, of an incident which occurred involving an uncuffed neonatal/pediatric endotracheal tube. It is reported that the connector is too loose. No adverse outcome reported. Event occurred at princess hosp.